Event description:
The failure description has been changed from sig error to head error: it was reported that the rotaflow displays the error message ¿head error¿ or the pump stops during dearing when the rotaflow is moved. Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow displayed the error message "head error" when moving the cable of the rotaflow drive (rfd). The affected drive with s/n (B)(6) was sent back to manufacturer for repair. It was received on 2021-09-15 and during investigation by the service department on 2021-09-21 the reported failure "head error" could not be reproduced. Thus, the drive was sent to the supplier emtec on 2021-10-01 for further investigation. On 2021-11-05 emtec was unable to reproduce the reported failure "head error". The rotaflow drive is working as intended. Based on these investigation results the reported failure could not be confirmed. However, the following most possible root cause could be determined for the head error: 1. The head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. 2. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. The product in question was produced in 2012-05-10. The review of the non-conformities has been performed on 2021-11-15 for the period of 2015-05-10 to 2021-04-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not been received yet.

Event description:
It was reported that the rotaflow displays the error message ¿sig error¿ or the pump stops during dearing when the rotaflow is moved. Complaint ID:(B)(4).